Event description:
Surgery gynecologic: "when the red indicator was visible on the trocar the blade did not retract after introduction into the abdomen, injury risk of portion of the intestine during introduction of trocar." Patient status: "ok".

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance of 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.